Manufacturer narrative:
It was confirmed the device is not available for evaluation in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: handle was turning off and on by itself. Probable root cause: material/design error, constant irrigation flow is not maintained leading to limited field of view, stopcocks in improper configuration, large anatomy, missing o-ring, damaged or deformed o-ring, pump malfunction (motor, control board, harness, power supply, battery, or cassette), clogged tubing, or user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that smoke was coming out of the handle of the suction irrigator, specifically out of the blue port. What they also noticed is it seemed like the handle was turning off and on by itself. You could hear the motor turning off and on when they were not even pushing the buttons so that it did get overheated and smoked quite a bit. Therefore, there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that smoke was coming out of the handle of the suction irrigator, specifically out of the blue port. What they also noticed is it seemed like the handle was turning off and on by itself. You could hear the motor turning off and on when they were not even pushing the buttons so that it did get overheated and smoked quite a bit. Therefore, there was a thermal event.